Event description:
The pt underwent angioplasty. The physician attempted arteriotomy closure with a techstar xl 6 fr device. Hemostasis was not achieved and a femstop was used in conjunction with the pvs closure. Bleeding from the site was detected the following day. An ultrasound of the right groin revealed a pseudoaneurysm. The pt was taken to surgery for successful repair of the right femoral artery.